Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger resetting) has been confirmed. Upon investigation, the battery charger was resetting. The cause for the failure was isolated to an internally shorted q1 current-controlling transistor on the bedside board. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned battery charger sn (B)(4) and reported that the battery charger was resetting.